Manufacturer narrative:
The device has not been returned for analysis at this time. Additional information will be submitted when the device is received, and if additional information is received and requires reporting. The device has not been returned for analysis at this time.

Manufacturer narrative:
During the device evaluation, it was confirmed that the reported bare wires were fiber optic wires, and not electrical wires. Fiber optic wires do not pose a safety risk to the user or the patient. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported by the distributor that the light connector hose covering of the fiber optic helmet was frayed at the distal end of the cable, exposing the fibre optic wires. Additional information has been requested from the distributor.

Manufacturer narrative:
According to the instructions for use, the electrical output of the t4/t5 power pack is 6.0 volt and the electrical output for the flyte power pack is 7.2-7.4 volt, which would not be enough voltage to cause a serious injury due to shock. According to the ul 60601-1, this is well under the maximum voltage for a healthy individual to have accessibility to resulting in injury requiring medical intervention to prevent permanent impairment. The battery pack is not in the sterile field and is only handled by the user and therefore will not have contact with a patient.

Event description:
It was reported by the distributor that the light connector hose covering of the fiber optic helmet was frayed at the distal end of the cable, exposing the fibre optic wires. Additional information has been requested from the distributor.

Event description:
It was reported by the distributor that the light connector hose covering of the fiber optic helmet was frayed at the distal end of the cable, exposing the fibre optic wires. Additional information has been requested from the distributor.